Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. A vyaire failure analysis lab technician was unable to verify the customer's reported issue. The ventilator passed 164 hours of extended bench testing. The device passed all final testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the revel ventilator constantly alarmed "apnea" while connected to a patient on bipap mode. The customer confirmed that there was no patient harm associated with the reported event.